Event description:
The customer reported that while monitoring patients, the xhibit central station shut down randomly and would not power back on. The unit was removed from use and shipped to spacelabs healthcare for depot repair. The device was received and evaluated by an equipment service center technician and the device was found to have a buildup of dust in the interior of the unit, intermittent main board failure, and a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.